Event description:
It was reported that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use), rev. C is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.